Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
On (B)(6) 2014, information was received from the patient indicating their pump had flipped near easter. They were seen by their healthcare provider (hcp) a couple of days later, and they could not walk and their hands started shaking. Their hcp tried to check the pump and thought it seemed ok, but it had flipped. They had surgery to correct the flipped pump on (B)(6) 2014. They were told the pump was not sutured down so they had to go in and suture the pump. The patient¿s dose had been turned down and they were put on baclofen pills (date not specified). They were seen yesterday to have the dose adjusted again, though they did not see any patients in the office. The patient was going to move out of the state in (B)(6). Their refill was not due until october. The patient was to likely see another doctor going forward to manage the pump. The medication infused was baclofen. On (B)(6) 2014, information was received from a representative indicating the ¿pump had poked up¿. The cause of the pump flip was pump movement in the pocket due to the patient¿s increased abdominal girth, and the pump was more mobile in the pocket. The patient was taken to the operating room, the pump was repositioned, and it was tacked down. A new 8596 sutureless connector catheter segment was used. They indicated the patient had tried an abdominal binder to quite a while before. The patient recovered without permanent impairment.